Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leakage from the infusion head set. Caller reported several cannulas leak insulin out of the sides of the 'hub plates/connector plates' so that the self-adhesive patch gets completely wet. Caller stated when using the next longer cannula no insulin leaks out. No adverse event reported. Requested return of the alleged cannulas for evaluation.